Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized several times due to low blood glucose, and on (B)(6) 2017 they had blood glucose in the 30 mg/dl range at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was unavailable at the time of the call. The caller stated that the customer has been getting unexplained lows and highs since school started. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.